Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt, this device was thoroughly inspected and analyzed. Device memory was reviewed and no error codes were noted. It was confirmed that the device was in ddd mode while implanted. It was also noted that the device sensed in the atrial chamber with prolonged high atrial rates. The sum of the ra sense count was 116,160,167, while the rv sense count was 31,602,287. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.